Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several days post implant the atrial lead dislodged. The lead had high thresholds, diminished p waves and unstable impedance. Initially reprogramming was performed and subsequently the lead was repositioned and remains in use. No patient complications have been reported as a result of this event.